Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Troubleshooting was unable to be completed during the call. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-nov-2017 with the following findings: a review of the pump history showed dates from (B)(6) 2017 - (B)(6) 2017. The data from event date has been overwritten due to continued use of the pump. The pump powered on intermittently with the returned battery cap and a test battery cap. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was observed. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.